Manufacturer narrative:
It was confirmed the type iiib endoleak was present only in the ipsilateral limb of the bifurcated device. Updated with correct device details. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: iw1416c105xh, serial/lot #: (B)(4), ubd: 04-feb-2012, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 50mm ruptured abdominal aortic aneurysm. It was reported approximately 9 years post the index procedure the patient presented emergently. CT demonstrated that the left limb of the bifurcated device had pulled out of left common iliac. A graft defect suspected to be a type iiib endoleak was noted just below graft bifurcation in the limb. The physician elected to implant additional endurant limbs to cover the graft hole and extend the limb into left external iliac. The endoleak was confirmed as resolved and patient condition noted as well. Per the investigator the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.